Manufacturer narrative:
(H3) the evaluation of the reported revision was likely the result of a combination of the orientation of the acetabular cup, edge loading/impingement, or patient conditions, which led to polyethylene wear. Concomitant device: (cn: 170-36-93, sn: (B)(6)) 36 -3.5 biolox head.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 6 years postop the initial tha, this male patient experienced a revision due to poly wear. Device to be returned.